Manufacturer narrative:
H11 device use at the time of the event: it is unknown if the device was in or outside of use at the time of the event. Good faith efforts (gfes) will be completed to obtain clarification. H6 - health impact code corrected.

Manufacturer narrative:
It was previously noted that the unit had been off for an extended period of time. A replacement battery was ordered in a material only work order. In a good faith effort response received from the field service engineer (fse) on 28apr2024, it was stated that no further information regarding the confirmation of resolution was available following the material only battery order. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery fault. The customer informed the remote service engineer (rse) that the battery fault occurred during startup after the unit had been off for an extended period of time. The device was outside of use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
Contact office address and phone number: (B)(6). Reporting institution phone number -(B)(6).